Manufacturer narrative:
Additional information; see b. Correction: duplicate complaint record. Cancel MDR. MDR info in MFR# 3002682307-2024-00169.

Event description:
"Please note this is a repeat letter the first letter had the number attached to it".

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd hypo-posiflush-anesthesia ce foreign matter noted. The following information was provided by the initial reporter: device was in use when a piece of blue debris was spotted within the syringe. Its use was discontinued immediately. Heightened vigilance - alert warning.